Manufacturer narrative:
Ref : (B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device is discarded by the hospital.

Event description:
It was reported that a patient underwent an initial procedure on (B)(6) 2018. Subsequently, the patient was revised due to quattro anchor pull out on (B)(6) 2018. We were informed by surgeon that he had revised a previous rotator cuff repair, and removed 2 quattro anchors from lateral row repair.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent an initial procedure on (B)(6) 2018. Subsequently, the patient was revised due to quattro anchor pull out on (B)(6) 2018. We were informed by surgeon that he had revised a previous rotator cuff repair, and removed 2 quattro anchors from lateral row repair.